Event description:
This retrospective pregnancy case was reported by a lawyer and describes the occurrence of perforation ("perforation of the essure device"), device dislocation ("migration of essure device location of device: into the uterus"), genital haemorrhage ("heavy and irregular bleeding"), pregnancy with contraceptive device ("pregnancy (no complications)"), tooth disorder ("dental problems") and device expulsion ("migration of essure device location of device: into the uterus") in a (B)(6) female patient (gravida 4, para 3) who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's past medical history included multi gravida, parity 2 ((B)(6) 2004; (B)(6) 2006), preterm labor, blood pressure high and premature delivery. Concurrent conditions included obesity. Concomitant products included methyldopa, nifedipine (procardia) and prenatal vitamins. On (B)(6) 2006, the patient had essure (ess205) inserted. In 2006, the patient experienced mood swings ("mood swings"), hot flush ("hot flashes"), vaginal haemorrhage ("vaginal bleeding"), menorrhagia ("menorrhagia") and dysmenorrhoea ("dysmenorrhea"). In 2007, the patient experienced vaginal discharge ("vaginal discharge"), weight increased ("weight gain") and fatigue ("fatigue"). In 2008, the patient experienced perforation (seriousness criterion medically significant), device dislocation (seriousness criteria medically significant and intervention required) with abdominal pain lower and pelvic pain, genital haemorrhage (seriousness criterion medically significant), tooth disorder (seriousness criterion medically significant), device expulsion (seriousness criterion medically significant) and the first episode of alopecia ("hair loss"). In 2009, the patient experienced pregnancy with contraceptive device (seriousness criterion medically significant), urinary tract infection ("urinary tract infection"), kidney infection ("kidney infection"), bladder disorder ("bladder problems") and urinary tract disorder ("urinary problems"). In 2011, the patient experienced migraine ("migraines") and headache ("headaches"). In 2016, the patient experienced the second episode of alopecia ("hair loss"). On an unknown date, the patient experienced back pain ("lower back pain"). Last menstrual period and estimated date of delivery were not provided. The patient was treated with surgery (root canal and tooth extraction). At the time of the report, the perforation, device dislocation, genital haemorrhage, pregnancy with contraceptive device, tooth disorder, device expulsion, migraine, mood swings, hot flush, vaginal haemorrhage, menorrhagia, urinary tract infection, kidney infection, bladder disorder, urinary tract disorder, headache, dysmenorrhoea, vaginal discharge, weight increased, the last episode of alopecia and fatigue outcome was unknown. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The vaginal delivery occurred on (B)(6) 2009. The reporter considered back pain, bladder disorder, device dislocation, device expulsion, dysmenorrhoea, fatigue, genital haemorrhage, headache, hot flush, kidney infection, menorrhagia, migraine, mood swings, perforation, pregnancy with contraceptive device, tooth disorder, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage, weight increased, the first episode of alopecia and the second episode of alopecia to be related to essure (ess205). The reporter commented: 6-7coils seen at left ostia diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 31.6 kg/sqm. Hysterosalpingogram test was done. Most recent follow-up information incorporated above includes: on (B)(6) 2018: pfs received. Reporters added. Events mood swings and hot flashes; pregnancy (no complications); abnormal bleeding (vaginal, menorrhagia); infection (bladder/urinary tract/vaginal) type: urinary tract and kidney infections, bladder or urinary problems or changes; migraines / headaches; migration of essure device location of device: into the uterus; dental problems; dysmenorrhea (cramping), vaginal discharge; fatigue; weight gain / loss specify which one: weight gain, fatigue, hair loss were added. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Rospective pregnancy case was reported by a lawyer and describes the occurrence of perforation ("perforation of the essure device"), genital haemorrhage ("heavy and irregular bleeding"), device dislocation ("migration of essure device location of device: into the uterus"), pregnancy with contraceptive device ("pregnancy (no complications)") and tooth disorder ("dental problems") in a 21-year-old female patient (gravida 4, para 3) who had essure (ess205) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's past medical history included multi gravida, parity 2 ((B)(6) 2004; (B)(6) 2006), preterm labor, blood pressure high and premature delivery. Plaintiff took ortho-low from (B)(6) 2006 to (B)(6) 2006 for birth control until essure insertion. Previously administered products included for contraception: seasonale from (B)(6) 2005 to october 2005 and depo-provera from (B)(6) 2004 to (B)(6) 2004. Past adverse reactions to the above products included pregnancy on oral contraceptive with seasonale; and weight increased with depo-provera. Concurrent conditions included obesity. Concomitant products included prenatal vitamins from (B)(6) 2009 to (B)(6) 2009. On (B)(6) 2006, the patient had essure (ess205) inserted. In (B)(6) 2006, the patient experienced vaginal haemorrhage ("vaginal bleeding"), menorrhagia ("menorrhagia"), dysmenorrhoea ("dysmenorrhea (cramping)"), back pain ("lower back pain") and fatigue ("fatigue"). In 2006, the patient experienced mood swings ("mood swings") and hot flush ("hot flashes"). In 2007, the patient experienced vaginal discharge ("vaginal discharge"). In 2008, the patient experienced perforation (seriousness criterion medically significant), genital haemorrhage (seriousness criteria medically significant and intervention required) and tooth disorder (seriousness criterion medically significant). In (B)(6) 2009, the patient experienced pregnancy with contraceptive device (seriousness criterion medically significant), urinary tract infection ("urinary tract infection") and kidney infection ("kidney infection"). In (B)(6) 2009, the patient experienced bladder disorder ("bladder problems") and urinary tract disorder ("urinary problems"). In 2009, the patient experienced gestational hypertension ("prenatal hypertension"). In (B)(6) 2010, the patient experienced weight increased ("weight gain"). In (B)(6) 2010, the patient experienced device dislocation (seriousness criterion medically significant) with abdominal pain lower and pelvic pain. In 2011, the patient experienced migraine ("migraines") and headache ("headaches"). In (B)(6) 2015, the patient experienced the first episode of alopecia ("hair loss"). In 2016, the patient experienced the second episode of alopecia ("hair loss"). On an unknown date, the patient experienced premature labour ("premature contractions"). Last menstrual period and estimated date of delivery were not provided. The patient had essure (ess205) in place during the first, second and third trimesters of pregnancy. The patient was treated with nifedipine (procardia), methyldopa, paracetamol (tylenol), ibuprofen, antibiotics, surgery (hysteroscopy on (B)(6) 2009/ ablation on (B)(6) 2016), surgery (root canal and tooth extraction), alternative therapy (bed rest) and alternative therapy (bed rest). Essure (ess205) treatment was not changed. At the time of the report, the perforation, genital haemorrhage, device dislocation, pregnancy with contraceptive device, tooth disorder, migraine, mood swings, hot flush, urinary tract infection, kidney infection, bladder disorder, urinary tract disorder, headache, vaginal discharge, weight increased, the last episode of alopecia, back pain, gestational hypertension and premature labour outcome was unknown and the vaginal haemorrhage, menorrhagia, dysmenorrhoea and fatigue had not resolved. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The vaginal delivery occurred on (B)(6) 2009. The reporter considered back pain, bladder disorder, device dislocation, dysmenorrhoea, fatigue, genital haemorrhage, gestational hypertension, headache, hot flush, kidney infection, menorrhagia, migraine, mood swings, perforation, pregnancy with contraceptive device, premature labour, tooth disorder, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage, weight increased, the first episode of alopecia and the second episode of alopecia to be related to essure (ess205). The reporter commented: 6-7coils seen at left ostia. Tubal ligation as alternative contraception in (B)(6) 2010. In the plaintiff fact sheet (pfs) it was mentioned that essure had not been removed and plaintiff was not planning the removal procedure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 31.6 kg/sqm. Hysterosalpingogram - in (B)(6) 2006: essure in place the way it should have been. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 23-aug-2018: quality-safety evaluation of ptc. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of perforation ("perforation of the essure device"), device dislocation ("migration of essure device location of device: into the uterus"), premature labour ("premature contractions"), genital haemorrhage ("heavy and irregular bleeding"), pregnancy with contraceptive device ("pregnancy (no complications)"), kidney infection ("kidney infection") and tooth disorder ("dental problems") in a 21-year-old female patient who had essure (ess205) (batch no. 508296) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included multi gravida, parity 2 ((B)(6) 2004; (B)(6) 2006), preterm labor, blood pressure high and premature delivery. Plaintiff took ortho-low from (B)(6) 2006 to (B)(6) 2006 for birth control until essure insertion. Previously administered products included for contraception: seasonal from (B)(6) 2005 and depo-provera from (B)(6) 2004. Past adverse reactions to the above products included pregnancy on oral contraceptive with seasonal; and weight increased with depo-provera. Concurrent conditions included obesity. Concomitant products included minerals nos;vitamins nos (prenatal vitamins) (B)(6) 2009. On (B)(6) 2006, the patient had essure (ess205) inserted. In (B)(6) 2006, the patient experienced vaginal haemorrhage ("vaginal bleeding"), menorrhagia ("menorrhagia"), dysmenorrhoea ("dysmenorrhea (cramping)"), back pain ("lower back pain") and fatigue ("fatigue"). In 2006, the patient experienced mood swings ("mood swings") and hot flush ("hot flashes"). In 2007, the patient experienced vaginal discharge ("vaginal discharge"). In 2008, the patient experienced perforation (seriousness criterion medically significant), genital haemorrhage (seriousness criteria medically significant and intervention required) and tooth disorder (seriousness criterion medically significant). In (B)(6) 2009, the patient was found to have a pregnancy with contraceptive device (seriousness criterion medically significant) and experienced kidney infection (seriousness criterion medically significant) and urinary tract infection ("urinary tract infection"). In (B)(6) 2009, the patient experienced bladder disorder ("bladder problems") and urinary tract disorder ("urinary problems"). In 2009, the patient experienced gestational hypertension ("prenatal hypertension"). In (B)(6) 2010, the patient was found to have weight increased ("weight gain"). In (B)(6) 2010, the patient experienced device dislocation (seriousness criterion medically significant) with abdominal pain lower and pelvic pain. In 2011, the patient experienced migraine ("migraines") and headache ("headaches"). In may 2015, the patient experienced the first episode of alopecia ("hair loss"). In 2016, the patient experienced the second episode of alopecia ("hair loss"). On an unknown date, the patient experienced premature labour (seriousness criteria medically significant and intervention required). The patient was treated with antibiotics, ibuprofen, methyldopa, paracetamol (tylenol), , surgery (hysteroscopy on (B)(6) 2009/ ablation on (B)(6) 2016 and root canal and tooth extraction) and bed rest. Essure (ess205) treatment was not changed. At the time of the report, the perforation, device dislocation, premature labour, genital haemorrhage, pregnancy with contraceptive device, kidney infection, tooth disorder, migraine, mood swings, hot flush, urinary tract infection, bladder disorder, urinary tract disorder, headache, vaginal discharge, weight increased, the last episode of alopecia, back pain and gestational hypertension outcome was unknown and the vaginal haemorrhage, menorrhagia, dysmenorrhoea and fatigue had not resolved. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 4, para 3. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure (ess205) occurred during the first, second and third trimesters. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The vaginal delivery occurred on (B)(6) 2009. The reporter considered back pain, bladder disorder, device dislocation, dysmenorrhoea, fatigue, genital haemorrhage, gestational hypertension, headache, hot flush, kidney infection, menorrhagia, migraine, mood swings, perforation, pregnancy with contraceptive device, premature labour, tooth disorder, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage, weight increased, the first episode of alopecia and the second episode of alopecia to be related to essure (ess205). The reporter commented: 6-7coils seen at left ostia. Tubal ligation as alternative contraception in (B)(6) 2010. In the plaintiff fact sheet (pfs) it was mentioned that essure had not been removed and plaintiff was not planning the removal procedure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 31.6 kg/sqm. Hysterosalpingogram - on (B)(6) 2006: results: essure in place the way it should have been. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 22-feb-2019: quality safety evaluation of ptc. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of perforation ("perforation of the essure device"), device dislocation ("migration of essure device location of device: into the uterus"), premature labour ("premature contractions"), genital haemorrhage ("heavy and irregular bleeding"), pregnancy with contraceptive device ("pregnancy (no complications)"), kidney infection ("kidney infection") and tooth disorder ("dental problems") in a 21-year-old female patient who had essure (ess205) (batch no: 508296) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included multi gravida, parity 2 (on (B)(6) 2004; on (B)(6) 2006), preterm labor, blood pressure high and premature delivery. Plaintiff took ortho-low from on (B)(6) 2006 for birth control until essure insertion. Previously administered products included for contraception: seasonale from on (B)(6) 2005 and depo-provera from on (B)(6) 2004. Past adverse reactions to the above products included pregnancy on oral contraceptive with seasonale; and weight increased with depo-provera. Concurrent conditions included obesity. Concomitant products included minerals nos;vitamins nos (prenatal vitamins) from on (B)(6) 2009. On (B)(6) 2006, the patient had essure (ess205) inserted. On (B)(6) 2006, the patient experienced vaginal haemorrhage ("vaginal bleeding"), menorrhagia ("menorrhagia"), dysmenorrhoea ("dysmenorrhea (cramping)"), back pain ("lower back pain") and fatigue ("fatigue"). In 2006, the patient experienced mood swings ("mood swings") and hot flush ("hot flashes"). In 2007, the patient experienced vaginal discharge ("vaginal discharge"). In 2008, the patient experienced perforation (seriousness criterion medically significant), genital haemorrhage (seriousness criteria medically significant and intervention required) and tooth disorder (seriousness criterion medically significant). On (B)(6) 2009, the patient was found to have a pregnancy with contraceptive device (seriousness criterion medically significant) and experienced kidney infection (seriousness criterion medically significant) and urinary tract infection ("urinary tract infection"). On (B)(6) 2009, the patient experienced bladder disorder ("bladder problems") and urinary tract disorder ("urinary problems"). In 2009, the patient experienced gestational hypertension ("prenatal hypertension"). On (B)(6) 2010, the patient was found to have weight increased ("weight gain"). On (B)(6) 2010, the patient experienced device dislocation (seriousness criterion medically significant) with abdominal pain lower and pelvic pain. In 2011, the patient experienced migraine ("migraines") and headache ("headaches"). On (B)(6) 2015, the patient experienced the first episode of alopecia ("hair loss"). In 2016, the patient experienced the second episode of alopecia ("hair loss"). On an unknown date, the patient experienced premature labour (seriousness criteria medically significant and intervention required). The patient was treated with antibiotics, ibuprofen, methyldopa, nifedipine (procardia), paracetamol (tylenol), surgery (hysteroscopy on (B)(6) 2009/ ablation on (B)(6) 2016 and root canal and tooth extraction) and bed rest. Essure (ess205) treatment was not changed. At the time of the report, the perforation, device dislocation, premature labour, genital haemorrhage, pregnancy with contraceptive device, kidney infection, tooth disorder, migraine, mood swings, hot flush, urinary tract infection, bladder disorder, urinary tract disorder, headache, vaginal discharge, weight increased, the last episode of alopecia, back pain and gestational hypertension outcome was unknown and the vaginal haemorrhage, menorrhagia, dysmenorrhoea and fatigue had not resolved. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 4, para 3. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure (ess205) occurred during the first, second and third trimesters. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The vaginal delivery occurred on (B)(6) 2009. The reporter considered back pain, bladder disorder, device dislocation, dysmenorrhoea, fatigue, genital haemorrhage, gestational hypertension, headache, hot flush, kidney infection, menorrhagia, migraine, mood swings, perforation, pregnancy with contraceptive device, premature labour, tooth disorder, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage, weight increased, the first episode of alopecia and the second episode of alopecia to be related to essure (ess205). The reporter commented: 6-7coils seen at left ostia. Tubal ligation as alternative contraception on (B)(6) 2010. In the plaintiff fact sheet (pfs) it was mentioned that essure had not been removed and plaintiff was not planning the removal procedure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 31.6 kg/sqm. Hysterosalpingogram: on (B)(6) 2006: results: essure in place the way it should have been. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 17-dec-2018: plaintiff fact sheet received- lot no. Added. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of perforation ('perforation of the essure device'), device dislocation ('migration of essure device location of device: into the uterus, misplaced essure device'), embedded device ('embedded within the myometrium and endometrial surface is a silver coiled medical device'), premature labour ('premature contractions'), genital haemorrhage ('heavy and irregular bleeding'), pregnancy with contraceptive device ('pregnancy (no complications)'), kidney infection ('kidney infection') and tooth disorder ('dental problems') in a 21-year-old female patient who had essure (ess205) (batch no. 508296) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included multi gravida, parity 2 ((B)(6) 2004; (B)(6) 2006), preterm labor, blood pressure high, premature delivery and hydrosalpinx. Plaintiff took ortho-low from (B)(6) 2006 to (B)(6) 2006 for birth control until essure insertion. Previously administered products included for contraception: seasonale from (B)(6) 2005 to (B)(6) 2005 and depo-provera from (B)(6) 2004 to (B)(6) 2004. Past adverse reactions to the above products included pregnancy on oral contraceptive with seasonale; and weight increased with depo-provera. Concurrent conditions included obesity. Concomitant products included minerals nos;vitamins nos (prenatal vitamins) from (B)(6) 2009 to (B)(6) 2009. On (B)(6) 2006, the patient had essure (ess205) inserted. In (B)(6) 2006, the patient experienced heavy menstrual bleeding ("menorrhagia"), dysmenorrhoea ("dysmenorrhea (cramping)"), back pain ("lower back pain") and fatigue ("fatigue"). In 2006, the patient experienced mood swings ("mood swings") and hot flush ("hot flashes"). In 2007, the patient experienced vaginal discharge ("vaginal discharge"). In 2008, the patient experienced perforation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criteria medically significant and intervention required) and tooth disorder (seriousness criterion medically significant). In (B)(6) 2009, the patient was found to have a pregnancy with contraceptive device (seriousness criterion medically significant) and experienced kidney infection (seriousness criterion medically significant) and urinary tract infection ("urinary tract infection"). In (B)(6) 2009, the patient experienced bladder disorder ("bladder problems") and urinary tract disorder ("urinary problems"). In 2009, the patient experienced gestational hypertension ("prenatal hypertension"). In (B)(6) 2010, the patient was found to have weight increased ("weight gain"). In (B)(6) 2010, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with abdominal pain lower and pelvic pain. In 2011, the patient experienced migraine ("migraines") and headache ("headaches"). In (B)(6) 2015, the patient experienced the first episode of alopecia ("hair loss"). In 2016, the patient experienced the second episode of alopecia ("hair loss"). On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), premature labour (seriousness criteria medically significant and intervention required) and vaginal haemorrhage ("vaginal bleeding"). The patient was treated with antibiotics, ibuprofen, methyldopa, paracetamol (tylenol), , surgery (hysteroscopy on (B)(6) 2009 ablation on (B)(6) 2016, laparoscopic assisted vaginal hysterectomy with bilateral salpingectomy and cystoscopy and root canal and tooth extraction) and bed rest. Essure (ess205) was removed on (B)(6) 2021. At the time of the report, the perforation, device dislocation, embedded device, premature labour, genital haemorrhage, pregnancy with contraceptive device, kidney infection, tooth disorder, migraine, mood swings, hot flush, urinary tract infection, bladder disorder, urinary tract disorder, headache, vaginal discharge, weight increased, the last episode of alopecia, back pain and gestational hypertension outcome was unknown and the vaginal haemorrhage, heavy menstrual bleeding, dysmenorrhoea and fatigue had not resolved. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 4, para 3. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure (ess205) occurred during the first, second and third trimesters. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The vaginal delivery occurred on (B)(6) 2009. The reporter considered back pain, bladder disorder, device dislocation, dysmenorrhoea, embedded device, fatigue, genital haemorrhage, gestational hypertension, headache, heavy menstrual bleeding, hot flush, kidney infection, migraine, mood swings, perforation, pregnancy with contraceptive device, premature labour, tooth disorder, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage, weight increased, the first episode of alopecia and the second episode of alopecia to be related to essure (ess205). No further causality assessment were provided for the product. The reporter commented: 6-7coils seen at left ostia. Tubal ligation as alternative contraception in (B)(6) 2010. In the plaintiff fact sheet (pfs) it was mentioned that essure had not been removed and plaintiff was not planning the removal procedure. Discrepancy noted in product insertion date (B)(6) 2006. Left: 3 coils, right: 5 coils. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 31.6 kg/sqm. Hysterosalpingogram - on (B)(6) 2006: results: essure in place the way it should have been. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain, misplaced essure device. Lot number: 508296; manufacturing date: 2005-08; expiration date: 2007-07. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 7-aug-2021: quality safety evaluation of product technical complaint. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of perforation ('perforation of the essure device'), device dislocation ('migration of essure device location of device: into the uterus, misplaced essure device'), embedded device ('embedded within the myometrium and endometrial surface is a silver coiled medical device'), premature labour ('premature contractions'), genital haemorrhage ('heavy and irregular bleeding'), pregnancy with contraceptive device ('pregnancy (no complications)'), kidney infection ('kidney infection') and tooth disorder ('dental problems') in a 21-year-old female patient who had essure (ess205) (batch no. 508296) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included multi gravida, parity 2 ((B)(6) 2004; (B)(6) 2006), preterm labor, blood pressure high, premature delivery and hydrosalpinx. Plaintiff took ortho-low from (B)(6) 2006 to (B)(6) 2006 for birth control until essure insertion. Previously administered products included for contraception: seasonale from (B)(6) 2005 to (B)(6) 2005 and depo-provera from (B)(6) 2004 to (B)(6) 2004. Past adverse reactions to the above products included pregnancy on oral contraceptive with seasonale; and weight increased with depo-provera. Concurrent conditions included obesity. Concomitant products included minerals nos;vitamins nos (prenatal vitamins) from (B)(6) 2009 to (B)(6) 2009. On (B)(6) 2006, the patient had essure (ess205) inserted. In (B)(6) 2006, the patient experienced heavy menstrual bleeding ("menorrhagia"), dysmenorrhoea ("dysmenorrhea (cramping)"), back pain ("lower back pain") and fatigue ("fatigue"). In 2006, the patient experienced mood swings ("mood swings") and hot flush ("hot flashes"). In 2007, the patient experienced vaginal discharge ("vaginal discharge"). In 2008, the patient experienced perforation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criteria medically significant and intervention required) and tooth disorder (seriousness criterion medically significant). In (B)(6) 2009, the patient was found to have a pregnancy with contraceptive device (seriousness criterion medically significant) and experienced kidney infection (seriousness criterion medically significant) and urinary tract infection ("urinary tract infection"). In (B)(6) 2009, the patient experienced bladder disorder ("bladder problems") and urinary tract disorder ("urinary problems"). In 2009, the patient experienced gestational hypertension ("prenatal hypertension"). In (B)(6) 2010, the patient was found to have weight increased ("weight gain"). In (B)(6) 2010, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with abdominal pain lower and pelvic pain. In 2011, the patient experienced migraine ("migraines") and headache ("headaches"). In (B)(6) 2015, the patient experienced the first episode of alopecia ("hair loss"). In 2016, the patient experienced the second episode of alopecia ("hair loss"). On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), premature labour (seriousness criteria medically significant and intervention required) and vaginal haemorrhage ("vaginal bleeding"). The patient was treated with antibiotics, ibuprofen, methyldopa, paracetamol (tylenol), , surgery (hysteroscopy on (B)(6) 2009/ ablation on (B)(6) 2016, laparoscopic assisted vaginal hysterectomy with bilateral salpingectomy and cystoscopy and root canal and tooth extraction) and bed rest. Essure (ess205) was removed on (B)(6) 2021. At the time of the report, the perforation, device dislocation, embedded device, premature labour, genital haemorrhage, pregnancy with contraceptive device, kidney infection, tooth disorder, migraine, mood swings, hot flush, urinary tract infection, bladder disorder, urinary tract disorder, headache, vaginal discharge, weight increased, the last episode of alopecia, back pain and gestational hypertension outcome was unknown and the vaginal haemorrhage, heavy menstrual bleeding, dysmenorrhoea and fatigue had not resolved. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 4, para 3. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure (ess205) occurred during the first, second and third trimesters. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The vaginal delivery occurred on (B)(6) 2009. The reporter considered back pain, bladder disorder, device dislocation, dysmenorrhoea, embedded device, fatigue, genital haemorrhage, gestational hypertension, headache, heavy menstrual bleeding, hot flush, kidney infection, migraine, mood swings, perforation, pregnancy with contraceptive device, premature labour, tooth disorder, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage, weight increased, the first episode of alopecia and the second episode of alopecia to be related to essure (ess205). The reporter commented: 6-7coils seen at left ostia. Tubal ligation as alternative contraception in (B)(6) 2010. In the plaintiff fact sheet (pfs) it was mentioned that essure had not been removed and plaintiff was not planning the removal procedure. Discrepancy noted in product insertion date (B)(6) 2006. Left: 3 coils, right: 5 coils. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 31.6 kg/sqm. Hysterosalpingogram - on (B)(6) 2006: results: essure in place the way it should have been.. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain, misplaced essure device. Most recent follow-up information incorporated above includes: on 29-jul-2021: mr received. Reporter information, patient middle name, medical history, event: embedded medical device, product removal details, rcc added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
Prospective pregnancy case was reported by a lawyer and describes the occurrence of perforation ("perforation of the essure device"), genital haemorrhage ("heavy and irregular bleeding"), device dislocation ("migration of essure device location of device: into the uterus"), pregnancy with contraceptive device ("pregnancy (no complications)") and tooth disorder ("dental problems") in a 21-year-old female patient (gravida 4, para 3) who had essure (ess205) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's past medical history included multi gravida, parity 2 ((B)(6) 2004; (B)(6) 2006), preterm labor, blood pressure high and premature delivery. Plaintiff took ortho-low from jan-2006 to 07-apr-2006 for birth control until essure insertion. Previously administered products included for contraception: seasonale from january 2005 to october 2005 and depo-provera from november 2004 to december 2004. Past adverse reactions to the above products included pregnancy on oral contraceptive with seasonale; and weight increased with depo-provera. Concurrent conditions included obesity. Concomitant products included prenatal vitamins from 16-feb-2009 to 23-sep-2009. On (B)(6) 2006, the patient had essure (ess205) inserted. In (B)(6) 2006, the patient experienced vaginal haemorrhage ("vaginal bleeding"), menorrhagia ("menorrhagia"), dysmenorrhoea ("dysmenorrhea (cramping)"), back pain ("lower back pain") and fatigue ("fatigue"). In 2006, the patient experienced mood swings ("mood swings") and hot flush ("hot flashes"). In 2007, the patient experienced vaginal discharge ("vaginal discharge"). In 2008, the patient experienced perforation (seriousness criterion medically significant), genital haemorrhage (seriousness criteria medically significant and intervention required) and tooth disorder (seriousness criterion medically significant). In (B)(6) 2009, the patient experienced pregnancy with contraceptive device (seriousness criterion medically significant), urinary tract infection ("urinary tract infection") and kidney infection ("kidney infection"). In (B)(6) 2009, the patient experienced bladder disorder ("bladder problems") and urinary tract disorder ("urinary problems"). In 2009, the patient experienced gestational hypertension ("prenatal hypertension"). In (B)(6) 2010, the patient experienced weight increased ("weight gain"). In (B)(6) 2010, the patient experienced device dislocation (seriousness criterion medically significant) with abdominal pain lower and pelvic pain. In 2011, the patient experienced migraine ("migraines") and headache ("headaches"). In (B)(6) 2015, the patient experienced the first episode of alopecia ("hair loss"). In 2016, the patient experienced the second episode of alopecia ("hair loss"). On an unknown date, the patient experienced premature labour ("premature contractions"). Last menstrual period and estimated date of delivery were not provided. The patient had essure (ess205) in place during the first, second and third trimesters of pregnancy. The patient was treated with nifedipine (procardia), methyldopa, paracetamol (tylenol), ibuprofen, antibiotics, surgery (hysteroscopy on (B)(6) 2009/ ablation on (B)(6) 2016), surgery (root canal and tooth extraction) and alternative therapy (bed rest). Essure (ess205) treatment was not changed. At the time of the report, the perforation, genital haemorrhage, device dislocation, pregnancy with contraceptive device, tooth disorder, migraine, mood swings, hot flush, urinary tract infection, kidney infection, bladder disorder, urinary tract disorder, headache, vaginal discharge, weight increased, the last episode of alopecia, back pain, gestational hypertension and premature labour outcome was unknown and the vaginal haemorrhage, menorrhagia, dysmenorrhoea and fatigue had not resolved. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The vaginal delivery occurred on (B)(6) 2009. The reporter considered back pain, bladder disorder, device dislocation, dysmenorrhoea, fatigue, genital haemorrhage, gestational hypertension, headache, hot flush, kidney infection, menorrhagia, migraine, mood swings, perforation, pregnancy with contraceptive device, premature labour, tooth disorder, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage, weight increased, the first episode of alopecia and the second episode of alopecia to be related to essure (ess205). The reporter commented: 6-7coils seen at left ostia. Tubal ligation as alternative contraception in (B)(6) 2010. In the plaintiff fact sheet (pfs) it was mentioned that essure had not been removed and plaintiff was not planning the removal procedure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 31.6 kg/sqm. Hysterosalpingogram - in (B)(6) 2006: essure in place the way it should have been. Most recent follow-up information incorporated above includes: on 18-jun-2018: plaintiff fact sheet (pfs) ¿ historical drugs (ortho-low, seasonale and depo-provera); onset date of events abnormal bleeding (vaginal, menorrhagia) ((B)(6) 2006), dysmenorrhea ((B)(6) 2006), fatigue ((B)(6) 2006), back pain ((B)(6) 2006), weight gain ((B)(6) 2010), bladder or urinary problems or changes ((B)(6) 2009), pregnancy (no complications) ((B)(6) 2009), urinary tract infection ((B)(6) 2009), kidney infection ((B)(6) 2009), hair loss ((B)(6) 2015), and essure migration into uterus ((B)(6) 2010); outcome of events abnormal bleeding (vaginal, menorrhagia), dysmenorrhea, and fatigue (not recovered); new adverse event (premature contractions and prenatal hypertension); treatment drugs (tylenol, ibuprofen, and antibiotics); non-drug treatment (ablation on (B)(6) 2016 and bed rest); exam (hysterosalpingogram); and action taken with essure (ongoing). Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.